Event description:
Medtronic observed this device could not be placed into setup mode by pressing one of the control panel softkeys. The report did not involve a patient use. Depending on the configuration of the device, a failure of this control panel softkey could effect the ability to analyze a patient rhythm.

Manufacturer narrative:
Medtronic determined root cause to be a mechanically damaged component, fl35, on the device digital pcb assembly.